Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an emergency procedure, a failure occurred during embolization of an internal iliac artery on a patient who had a trauma due to an auto accident. The system movements were in reduced speed. The patient passed away due to the severity of the injuries during the auto accident.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Due to a possible external force such as a collision, the system switched to limited functionality in a way that reduced the speed of c-arm movements. Following a system restart, the system works as specified and the issue did not recur. The manufacturer is not considering further actions resulting from this individual event.